Event description:
Per provider nylon ties are loose. Per independent repair center statement low o2 or yellow light. The key failure is the loose ties.

Manufacturer narrative:
(B)(4). Upon furthur review, it was determined that the correct manufacturer awareness date was (B)(4) 2014, not (B)(4) 2014 as previously reported.